Manufacturer narrative:
B3 date of event is unknown, see b5 narrative for context surrounding date of event. Continuation of d10: product ID neu_rtm_unknown serial# unknown product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: neu_rtm_unknown, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was rep reported while in the office today, pt told rep they have been having problems with charging their implanted neurostimulator for a little while, later stated that patient told them several months. Caller stated it is taking all day to charge and they are not able to get an excellent connection and that it is taken an absorbent amount of time to charge the implant. Rep stated that they think the recharger might be heating up a little bit too. The caller was not with the patient at the time of the call, caller stated patient did not have equipment with them upon speaking to them today, and caller was unable to get anymore information from patient. Agent made outbound call to patient to troubleshoot but did not leave voicemail as voicemail appeared to have a different name included in it. Agent made outbound call to caller to see about patient's contact information and caller will reply to email with information. Agent obtained phone number from rep, left pt a voice mail, and updated phone number with patient registration services.